Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed patient was admitted since may and after some time would be dropped from the station and requested some parameters needs to be adjusted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the patient was not found in station. A technical support specialist (tss) checked the server and was unable to see any admit messages sent for the patient. The tss advised the pharmacist to resend the admit message or readmit the patient. The pharmacist then notified the adt team and contacted hospital information technology (hit). Hit confirmed that the patient was already admitted and that they were unable to resend the admit message. Instead, they transferred the patient to a different bed and then transferred the patient back to another location. After this, the patient appeared in the station, and the nurses were able to pull the medication for the patient. The tss confirmed with hit that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.